Event description:
Device was returned for service after being reported by the facility's biomedical engineer for failing accuracy testing. Details were not provided regarding how much the device was outside of specification and whether or not it over or under delivered. The facility had no report of any pt injury or medial intervention occurring in relation to this device. During testing at the service center, the device was found to deliver 24.3% less than the programmed volume.